Event description:
A 6f angio-seal vip was deployed following a cardiac intervention. Following the procedure, a hematoma was identified. Manual compression was performed for at least five minutes before confirming with ultrasound that the pt had a pseudoaneurysm. Surgical intervention was required. The angio-seal anchor had deformed into a "v" shape and slipped out of the vessel.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.